Event description:
It was reported that the programmer operation was intermittent when interrogating devices, intermittent when in a session and that it would lock up. It was further reported that during an initial interrogation the analyzer was non-functional. Follow-up determined that rebooting seemed to resolve the issue. Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 2090, programmer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the analyzer had "intermittent operation" or that it was "non-functional." During analysis the analyzer passed all final functional and systems testing. (B)(4).

Event description:
It was reported that the programmer operation was intermittent when interrogating devices, intermittent when in a session and that it would lock up. It was further reported that during an initial interrogation the analyzer was non-functional. Follow-up determined that rebooting seemed to resolve the issue. Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.